Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube, the wig wag brake pad assembly, the front wheel, and the lift column power supply were replaced. The touch screen was cleaned during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 sys had several problems at set up. The tube was arcing, the wig wag brake had some play in it the front wheel was damaged, the touch screen had a failure message, and the lift column will intermittently not go down. No pt injury was reported.